Manufacturer narrative:
Concomitant medical products: 459878 lead implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) discriminators may have inappropriately withheld therapy for ventricular tachycardia (vt) that was detected as supra ventricular tachycardia (svt). It was noted that the patient recently had an atrioventricular node ablation that may have impacted the discriminators ability to appropriately detect the arrhythmia. Programming options were discussed to ensure therapy is delivered for this arrhythmia in the future the crt-d remains in use. No further patient complications have been reported as a result of this event.